Event description:
It was reported that the customer experienced a blood glucose (bg) level of 500 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the high bg. Customer went to the emergency room (ER) and was treated with manual injection and "long-acting insulin" to address bg level. Customer was released from the ER 3 hours later with the issue resolved and no permanent damage. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the high bg was unknown, customer acknowledged and understood.